Manufacturer narrative:
H11: corrective data: corrected section h6: method, conclusion and result codes.

Manufacturer narrative:
Additional information has been requested; however, no additional details provided at this time. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device was not returned for evaluation as it is unknown where the device was explanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records that a patient with a 25mm 2700 aortic valve was explanted after an implant duration of eight (8) years, 11 months due unknown reason. The explanted valve was replaced with an unknown device. The patient also had CABG.